Manufacturer narrative:
No lot number was provided. Without the lot number it is not possible to determine the expiration date or manufacture date of the product. The product was not returned for evaluation. End of report.

Event description:
A (B)(6) old female nurse reported that she has worn a 3m tie-on surgical mask model for a long time without any problems. Recently she alleged skin redness under the mask and a burning, tingling sensation with hives on her lips after donning the mask. She stated that the alleged skin reaction cleared while she was off work for 9 days. When she returned to work and donned the mask, she alleged a tingling, burning sensation. She has seen a doctor and was given oral steroids. She has not seen an allergist. The nurse denied any allergies or issues with medical adhesives.